Event description:
Pt was complaining of pain and swelling around surgery site. Surgeon performed an x-ray which revealed the two proximal screws had broken, and a slight loss of correction, but pt was completely healed. During a second procedure, the heads of the loose screws and the plate were removed. The screw tips remain implanted deep in the bone. Pt was required to be off leg for 6-8 weeks. Surgeon does not feel this played a part in the screws breaking. Graft type - crest lliac from opposite leg. This device is used for treatment.